Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data. The returned data have been inspected. The inspection confirmed an increase of the ventricular pacing impedance from 2000¿ohms to 3000¿ohms since (B)(6) 2015. Besides that, the data showed no anomalies. Based on the information available for analysis the root cause of the clinical observation could not be determined. However, should additional relevant information become available this investigation will be updated.

Event description:
Ous MDR - it was reported that a constant increase of impedance on ventricular pacing/sensing channel was observed > 3000 ohms. Ventricular sensing, pacing threshold, atrial sensing and shock impedance remain unchanged. A revision was performed, the pace/sense part of the lead under complaint was capped and a new pace/sense lead was implanted. No adverse patient side effects were reported. The event date was not provided.